Event description:
Spontaneous call from patient's mother. Ms3 sn (B)(4) malfunctioning. It will not clear the load screen, despite multiple attempts from patient¿s parents. Advised patient¿s mother we would send replacement pump for delivery next day. Patient will use other pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.